Event description:
The customer reported that the alarm will not turn on even with new batteries. No visible damage to the alarm case. There was no pt injury reported. Inspection of the returned product shows that the unit has an intermittent alarm tone.

Manufacturer narrative:
(B) (4). Eval - results - eval of the returned product found that the unit does turn on but the led display isn't visible. The unit also has an intermittent alarm. The fail safe function is not working. (B) (4).